Manufacturer narrative:
The report of low voltage alarms was confirmed and reproduced during analysis. The black power cable was found to have multiple compromised conductors at the connector end. The yellow (alarm out), orange (transmit communication), and brown (rsoc) inner conductors were found to be compromised. The damage to the conductors did not affect the function of the pump during analysis; however, movement of the cable at the connector end caused low power alarms. A review of device history records for this system controller showed no deviations from mfg or qa specs. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt was having low voltage alarms. The system controller was exchanged and the event was resolved.